Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Cts provided information on how to reset the pump and assisted the caller with the reset, which successfully resolved the issue without recurrence. The caller was advised to continue using the pump and was instructed to call back if the issue reappears, which they understood.